Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: dots. Clinical adverse event received for left knee patellar grinding, clunk : patella clunk syndrome. Event is serious and is considered moderate. There is a remote possibility that the event is related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020. Date of revision #1: (B)(6) 2021. Date of event (onset): (B)(6) 2021. (Left knee). Treatment: none.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicated the patient underwent a closed reduction/manipulation to address indicated issues as well as synovectomy, and hypertrophic scar removal on (B)(6) 2021.

Event description:
Medical records received and were reviewed: clinic notes (B)(6)2021 and (B)(6)/2021 indicate the patient is currently experiencing pain, grinding in the knee, feeling of catching, popping, a clunk. She has decreased range of motion and feelings of instability. Surgeon states he can hear an ¿audible pop¿ when the patient rises from sitting to standing. With flexion and extension, she has audible and palpable crepitus. Treatment options were discussed but there is no evidence of a decided upon treatment. No invasive intervention or revision at this time. Oral pain medicine suggested for pain control.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d10 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical and impact codes) h6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint crepitation (musculoskeletal system (e16)

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.